Event description:
This is the second of 2 reports (same product ID, same product problem, same facility, different time of incident). It was noticed that the internal sheath scraped against the outer sheath and the medical staff decided not to use the biopsy needle. The device was not in contact with the patient. Hence, there was no patient injury.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.